Event description:
Per independent repair center statement, unit had low o2 or yellow light. The key failure was the compressor was noisy. Other issues were that the smart pack filters were dirty, the nylon ties were loose, and the gear clamp was loose.